Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal did not open. A replacement unit was used to complete the procedure. The hospital reported no pt effects. The product was retained by the hospital and is not returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the investigation is completed. (B)(4).